Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation. During physical investigation it was noted that the stent graft was completely deployed and missing while the outer sheath of the delivery system was fractured. It is considered that the complete deployment of the stent after fracture of the outer sheath was challenging which leads to confirmed results for sheath fracture, partial deployment, and difficult stent graft deployment. There were no indications for a manufacturing related cause. In this case, it was reported that a 9f introducer / 0.035" were used for access, and that increased resistance was felt during deployment. The intended placement of the stent in the femoral artery represents an off-label use. Based on available information and evaluation of the returned sample, the investigation is closed with confirmed results for sheath fracture, partial deployment and difficult or delayed positioning. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding anatomy the IFU states "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. A super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure". The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. The IFU states that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". Regarding indications for use, the IFU states "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the femoral artery, the introducer sheath was allegedly ruptured. It was further reported that the stent was allegedly deployed forcefully. It was further reported that a large hematoma was found after the procedure and two blood transfusions after hospitalization. The current status of the patient is unknown.

Event description:
It was reported that during a stent graft placement procedure in the femoral artery, the introducer sheath was allegedly ruptured. It was further reported that the stent was allegedly deployed forcefully. It was further reported that a large hematoma was found after the procedure and two blood transfusions after hospitalization. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.